Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of admission, and 200 mg/dl at the time of the call. The customer was given fluids to treat. The customer experienced symptoms such as diarrhea, dehydration, and ketones. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.